Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was oxidation on tower door. A field service engineer performed latch oxidation removal service in multiple tower latches. Also, fse found a row board disconnected as well as fixed flapper of another row board and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower multiple doors were failing repeatedly and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.